Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening.

Event description:
The patient had chronic pain for two years following a previous lumbar fusion. The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had si joint pain relief for one year before complaining of a recurrence of pain symptoms. The surgeon believed that the most cranial positioned implant may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implant and replaced it with an ifuse implant. The status of the patient following the revision procedure is not known.